Manufacturer narrative:
The concomitant products: lasso: model# d-1220-38-s, lot# 15254755l,c3 nav variable lasso: model# d-1290-02-s, lot#unknown,carto 3: model# fg-5400-00j, serial # (B)(4).(B)(4).

Event description:
It was reported that during an atrial fibrillation (afib), after ablation was performed using the navistar thermocool catheter, the patient blood pressure had dropped down and effusion was confirmed by echocardiographic. The procedure was interrupted and pericardial drainage was performed. According to the physician, a cs catheter (not bwi product) was inserted deeply, it was caused perforation. During the procedure there were no anomalies on bwi catheters. Addtional information regarding the details of the event has been requested, but no response has been received yet.